Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including stress testing with a known good test battery and ac power without duplicating the report. Internal inspection found no discrepancies. Power related accessories were not returned for evaluation. The ac charger will be replaced as a precaution. The device will be recertified and returned to the customer. The device logs do not record no power on failures. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.